Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 429 mg/dl on their freestyle blood glucose monitor. Additionally, the customer reported receiving a result of 252 mg/dl on a different freestyle blood glucose monitor. Customer reported taking more medications based on the result of 429 mg/dl. Customer then felt symptoms of hypoglycemia, and as the customer was already admitted in a local hospital, hospital administered orange juice, glucose tablets, cheese and crackers in order to stabilize glucose levels.